Manufacturer narrative:
Product event summary: the ventricular assist device (vad), controller, and the driveline extension cable were not returned for evaluation. Review of the manufacturing records confirmed that the associated vad met all requirements for release. The reported events were confirmed through log file analysis, which revealed one vad disconnect alarm, 31 electrical fault alarms, 37 high watt alarms, and 14 controller fault alarms were logged between (B)(6) 2019 and (B)(6) 2019. The electrical fault alarms were indicative of an open phase in one of the stators, causing the vad to run on a single stator only. The controller fault alarms were due to an open mosfet, which also caused the vad to run on a single stator only. This likely triggered the observed high watt alarms, due to the increased power consumption required to run on a single stator. The vad disconnect alarm logged on (B)(6) 2019 indicates a physical disconnection of the driveline from the controller, likely due to troubleshooting. Additionally, log file analysis revealed a slight decrease in power consumption and estimated flows starting on (B)(6) 2019 to parameters below the normal operating range; however, no low flow alarms have been logged for the past 14 days leading up to (B)(6) 2019. On-site inspection revealed contamination in the driveline connector. Of note, it was reported that the driveline extension cable was in use for three weeks after vad implantation. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on the available information, the reported controller fault, electrical fault and high watt alarms were caused by contamination/foreign material of the driveline cable connector. An internal investigation evaluated issues related to driveline connector contamination leading to electrical faults. Based on the internal investigation, the most probable root cause has been attributed to design/training issues. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 331 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿driveline extension cable h3: yes h6: FDA method code(s): 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun . Mfg date: 30-oct-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ driveline extension cable, model #: unk / catalog #: unk / expiration date: unk / lot #: unk, UDI #: asku. Device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun . Mfg date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power and below normal power consumption. The controller exhibited controller fault, and electrical fault alarms due to connector contamination and use of the driveline extension cable three weeks after vad implantation. The driveline extension cable was removed. Driveline connector cleaning was performed and the controller was exchanged. The total vad off time was 150 seconds. The vad remains in use. No patient complications have been reported as a result of this event.